Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is complete.

Event description:
It was reported that the patient's labs were abnormal and concerning for a possible blood clot. The patient was asymptomatic. There were no changes to patient condition or anticoagulation status that may have contributed to formation of a clot/thrombus. There were no changes to the pump parameters. No further diagnostic testing was completed. The patient was asked to continue the regular program of laboratory checks for international normalized ratio (inr), have heart failure doctors continue to adjust medications as needed, and make a follow up appointment 3-5 days post discharge.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported elevated lactate dehydrogenase (ldh), aspartate aminotransferase (ast), and alanine transaminase (alt) levels could not conclusively be determined through this evaluation. Additionally, a specific cause for these elevated levels could not conclusively be determined. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas). No further related issues have been reported at this time. The heartmate 3 lvas instructions for use (IFU) lists the adverse events that may be associated with the use of heartmate 3 lvas, including hemolysis. This document also provides information regarding the recommended anticoagulation therapy and inr range. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.